Event description:
It was reported by the dealers that they received a wheelchair which has a right crossbrace that is bent inward and it will not fit into the clamp. Unit received today, out of box it is bent-shippping issue. No patient injury reported, no additional information provided.